Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen separated from the device housing after the user fell into a pond, resulting in water exposure and physical damage, consistent with a loss of or failure to bond of the display component and rendering the device nonfunctional. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including review of an image showing the touchscreen separation. Investigation of this case revealed a stress-related problem consistent with display bonding failure attributable to the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.